Manufacturer narrative:
G.4. Applicable 510k numbers are k182589;k980987. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: particle in syringe during use. When did the incident occur? During use a particle was observed in the 50 ml syringe during preparation. Additional information: what color is the particle? The same color/possibly the same material from which the syringe is made was this noted before or after drawing up the medication? Before